Event description:
An experienced physician was performing a rotational atherectomy; utilizing a rotalink plus- pre-connected exchangeable catheter rotablater rotational angioplasty system, size 1.75 mm; for approx two mins when intermittently the burr stalled and became stuck in the coronary artery. The physician was able to remove the wire, guiding catheter and rotational atherectomy device but the stents were noticeably damaged in the mid portion, and were not fixable by balloon angioplasty. The pt was taken to the or for single vessel coronary artery bypass graft surgery.